Manufacturer narrative:
Initial reporter phone no (B)(6). The device was received for evaluation. Functional testing was performed and found inoperable second softkey from the left. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's second softkey from left was found inoperable. No additional information is available.